Event description:
Boston scientific crm received information that the patient implanted with this product was hospitalized as the lead had shock impedance measurements greater than 125 ohms. It was also reported the lead had very low sensing values. An x-ray was performed and the lead appeared to have been dislodged. A revision procedure was later performed and the lead was explanted. During the procedure, as the device was being removed from the pocket, the distal high voltage connecter came out of the device header, as the setscrew was not properly seated. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests the device remains in service with no further complication. No further information is available. If additional information becomes available, this event will be updated and resubmitted.

Manufacturer narrative:
The related lead was returned and analyzed. Analysis of the lead noted no setscrew mark on the distal high voltage terminal pin, consistent with the report that the distal setscrew was not properly seated.